Event description:
The pt reportedly experienced loss of lock between the implant and external equipment. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issue. Revision surgery will be scheduled.